Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient's blood glucose levels exceeded 250 while wearing the pod. The patent's pod fell off, therefore the cannula dislodged from the infusion site (arm). The patient began to throw up. Patient was taken to the children's hospital. As treatment for hyperglycemia, patient was put on intravenous therapy providing fluids and insulin.